Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned for analysis. Upon analysis it was reported that there were no anomalies found. There was blood/body fluid on several conductors (not obstructed). The inner tubing was kinked/buckled. The outer tubing overlay was melted. There was cosmetic environmental stress cracking on the outer tubing overlay. The outer tubing overlay was breached cut. The outer insulation was breached cut. There was a cosmetic depression on the outer insulation. There was blood in/on the helix/lobe mechanism. Apparent explant damage was noted. (B)(4) the full lead was returned for analysis. The outer insulation was melted. There was blood/body fluid on all conductors (not obstructed). There was cosmetic environmental stress cracking on the outer insulation. The lead was stretched. Apparent explant damage was noted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the right ventricular lead had high thresholds and there was no capture on the left ventricular (lv) lead. It was noted that the lv lead was damaged during the case. Both leads were removed and replaced. No patient complications have been reported as a result of this event.